Event description:
It was reported that after a laparoscopic sigmoid procedure, anastomosis was incomplete on post op day two. There were no adverse consequences for the patient reported. The device used in the procedure was discarded. The instrument functioned normally during surgery and the leakage test was ok. Also the donuts were complete. During the laparoscopic re-operation the leakage was sutured by hand. Patient is fine. No further details are available.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.